Event description:
It was reported that during a laparoscopic cholecystectomy the device produce malformed clips. The case was completed with a same like device. There was no patient consequence. The device is not being returned.